Manufacturer narrative:
Concomitant medical products: dtba1d4 ICD, implanted: (B)(6).

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds. The rv lead remains in use. The patient is a participant in the product surveillance registry (psr) clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the right ventricular (rv) lead did not exhibit high thresholds.